Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted:(B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible atrial undersensing during atrial arrhythmia episodes on the atrial lead. The atrial lead remains in use. Additionally, there was also possible defibrillation for atrial driven episode and possible incorrect identification of arrhythmia episode by the implantable cardioverter defibrillator (ICD). The ICD remains in use. No further patient complications have been reported as a result of this event.